Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, so no troubleshooting was completed and no additional actions or outcomes were obtained.